Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "on 25 september 2023 [the patient] underwent intra-aortic balloon counter pulsation therapy, which resulted in multiple episodes of cessation of counter pulsation, especially on october 5 2023. The electrocardiogram monitoring showed severe limb interference and electrode replacement remained unresponsive. Gradually, v-lead triggering was used, but the inflation phase did not reach the desired area, resulting in late inflation. The machine repeatedly stopped working, causing the patient to experience thrombosis, which in turn led to acute thromboembolic events". The patient status is reported as "fine" and no medical intervention was performed. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of "multiple episodes of cessation of counter pulsation" is not able to be confirmed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "on (B)(6) 2023 [the patient] underwent intra-aortic balloon counter pulsation therapy, which resulted in multiple episodes of cessation of counter pulsation, especially on (B)(6) 2023. The electrocardiogram monitoring showed severe limb interference and electrode replacement remained unresponsive. Gradually, v-lead triggering was used, but the inflation phase did not reach the desired area, resulting in late inflation. The machine repeatedly stopped working, causing the patient to experience th rombosis, which in turn led to acute thromboembolic events". The patient status is reported as "fine" and no medical intervention was performed. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). In section d added the information available for the UDI #, there was no lot number reported. Therefore, the full UDI # is unable to be provided. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
The report states, "on (B)(6) 2023 [the patient] underwent intra-aortic balloon counter pulsation therapy, which resulted in multiple episodes of cessation of counter pulsation, especially on october 5 2023. The electrocardiogram monitoring showed severe limb interference and electrode replacement remained unresponsive. Gradually, v-lead triggering was used, but the inflation phase did not reach the desired area, resulting in late inflation. The machine repeatedly stopped working, causing the patient to experience th rombosis, which in turn led to acute thromboembolic events". The patient status is reported as "fine" and no medical intervention was performed. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.